Event description:
The physician was using a sprinter legend device to treat a lesion in the proximal om. The device was inspected and prepped prior to use with no issues noted. During the procedure, the sprinter legend balloon passed through a previously deployed stent and the balloon burst.

Manufacturer narrative:
Evaluation, results: no results available since no evaluation performed- device or procedural images not provided for review; related to operational context-balloon may have been damaged by the previously deployed stent and/or the vessel morphology. Conclusion: unable to confirm complaint - device or procedural images not provided for review; operational context caused or contributed to the event-balloon may have been damaged by the previously deployed stent and/or the vessel morphology. (B)(4).